Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 17 mg/dl. Reportedly, bg level was caused by "overcorrection". Customer received glucagon shot from paramedics to treat bg and was subsequently taken to the emergency room (ER). Intravenous glucose was administered while in the ER. Customer was released from ER a few hours later with bg 202 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding how the customer overcorrected; however, the customer did not respond.